Manufacturer narrative:
Approximate age of device: two years, 4 months. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported there was a pump stoppage event due to a driveline disconnect but the cause of this disconnect was unknown. Approximately 30 minutes later, the patient's pump returned to the set fixed speed indicating the driveline was reconnected. Log file analysis showed some odd power cable disconnects sequencing while the patient was connected to battery power. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. The report of pump stop alarms was confirmed based on the submitted system controller log file. The log file captured three pump stops on (B)(6) 2018. Each event appeared to be the result of the driveline being disconnected from the system controller. The pump operated at the set speed throughout the log file, when the driveline was connected. The hmii instructions for use and the heartmate ii lvas patient handbook warn that if the driveline disconnects from the system controller, the pump will stop. Promptly reconnect it to resume pump operation. These documents also outline all system controller alarms, as well as how to respond to each alarm condition. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Reference MFR report #2916596-2017-03104 and MFR report #2916596-2018-04449 for the previous reports of percutaneous lead (driveline) damage and provision of the ungrounded patient cable.

Event description:
Additional information: it was reported that previous assessments found driveline fractures internally not previously reported to the manufacturer and would require a pump exchange. Due to medical non-compliance, the patient found to not be a candidate for pump exchange. An ungrounded patient cable was being utilized. The patient was reported as currently medically stable. The patient was placed on palliative care.